Event description:
It was reported the patient ¿felt the device alarm and then it discharged. The patient went to the nearest hospital for a program control to close the alarm.¿ approximately a few weeks later, the ¿patient felt the implantable cardioverter defibrillator alarm, it alarmed every four hours, and there was no discharge.¿ additional information was requested, and it was learned the patient was operating an electric product during the time of the ¿discharge and when the alarm occurred.¿ the physician felt ¿interference triggered the alarm.¿ interrogation of the device revealed the parameters were normal. It was decided to temporarily turn the alarm off and the patient is no longer ¿in the suspected environment.¿ the device remains in use and no further patient complications have been reported as a result of this event.